Event description:
The remstar auto a-flex device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. In addition, error code e053 was found. Additional findings are not related to the malfunction/issue.

Manufacturer narrative:
This supplemental report is being submitted to correct the become aware date to 07-aug-2023, correct the event date, and include the product UDI.